Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center was not getting an image. Color bars are present but the picture in picture is missing from the robot. The issue was found during procedure and the procedure was completed with the normal device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer advised the issue was resolved but did not specify how. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.